Event description:
The service repair technician reported that during routine testing of the device at the service center, one of two alternating current fuses in the power entry module was found to be blown and the other was compromised. Blown fuse prevents the module from charging the battery. There was no pt involvement.

Manufacturer narrative:
The service repair technician replaced both fuses. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.